Manufacturer narrative:
Model number/catalog number: 72404253, serial number: n/a, batch/lot number: 939422003, model/catalog description: lgx preconnect ms 21cm ps iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage, malfunction of the device and mechanical malfunction are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; fluid loss and non-functioning device issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning and had a fluid loss in the reservoir. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.